Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a parathyroid or pth procedure, at the end of the procedure, the needle disengaged. It was also noted that the needle component fell into the patient's cavity but was retrieved. Surgeon used another suture to complete the case. There was no patient injury.